Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, in the stomach area, the thickness of the tissue was within normal range, sealing was I nadequate/partial (with evidence of energy delivery and end tones heard). Some seals did not hold/ burst open after a few minutes, while some seals did not even happen. There was no error message from electrosurgical unit at all. The seal showed evidence of energy delivery, but bled after cutting. There was no blood transfusion done because the device was swopped out within 30mins into the procedure. The patient was not on any medications. The procedure was extended by 30 minutes due to the product issue. The jaws were cleaned every time it was removed from the patient. Traditional bipolar maryland plus use of lf1944 subsequently were used to stop the bleeding and to continue with the surgery using the same generator and it worked fine.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device seal partially. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.